Event description:
Additional information was received that the right pulmonary artery wire position was used during deployment, and the valve was deployed once.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B3. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 1 day following the implant of the valve, the patient was kept in the hospital; however, during follow up, the patient presented to the emergency department with chest pain and pericardial effusion. Investigations showed a small perforation caused by one of the flares of the valve. Subsequently, the patient was taken to open heart surgery where the valve was explanted, and a non-medtronic surgical valve was implanted.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a harmony transcatheter heart valve procedure, a monophasic computed tomography scan was used for pre-pr ocedural planning, which did not include a systolic phase. The anatomical analysis indicated a large bifurcation and potential oversizing in the pulmonary artery, and the case was considered borderline based on the imaging. During the procedure, the distal part of the harmony valve was deployed in the pulmonary artery with achieved apposition, and the decision was made to fully release the valve rather than resheath. Upon release, the valve shifted and subsequently dislodged to the left pulmonary artery after the stabilizing wire was removed. Post-procedure echocardiogram revealed a mild to moderate paravalvular leak. The patient later presented with a large pericardial effusion and cardiac tamponade, and imaging identified a slight protrusion of a single strut of the valve flare in the pulmonary artery. The patient required open heart surgery, during which the harmony valve was explanted and a surgical bioprosthesis was implanted. The patient is currently reported to be doing well. Additional information was received that the right pulmonary artery wire position was used during deployment, and the valve was deployed once. Additional information was received that 1 day following the implant of the valve, the patient was kept in the hospital; however, during follow up, the patient presented tothe emergency department with chest pain and pericardial effusion. Investigations showed a small perforation caused by one of the flares of the valve. Subsequently, the patient was taken to open heart surgery where the valve was explanted, and a non-medtronic surgical valve was implanted.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: according with the perimeter plot provided by the medtronic corelab the anatomy was large with small oversizing for the harmony®tpv 25, the measurements was performed only in 77% cardiac phase since the 90% / 30% cardiac phases was not provided. Pre -procedural anatomic analysis: 77% cardiac phase only ¿ unable to comment on anatomic compliance due to single phase. 5 mm landing zone, 23 mm below the roof. Limited computed tomography (CT) and echo images provided. After the final release the harmony® tpv couldn¿t anchoring in the native anatomy, floating into the mpa with back and forward movement. The device appears lodged into the branch bifurcation with frame distortion. A pericardial effusion is noted on the echo video. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: harmony-dcs (lot: 0012888682); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a harmony transcatheter heart valve procedure, a monophasic computed tomography scan was used for pre-procedural planning, which did not include a systolic phase. The anatomical analysis indicated a large bifurcation and potential oversizing in the pulmonary artery, and the case was considered borderline based on the imaging. During the procedure, the distal part of the harmony valve was deployed in the pulmonary artery with achieved apposition, and the decision was made to fully release the valve rather than resheath. Upon release, the valve shifted and subsequently dislodged to the left pulmonary artery after the stabilizing wire was removed. Post-procedure echocardiogram revealed a mild to moderate paravalvular leak. The patient later presented with a large pericardial effusion and cardiac tamponade, and imaging identified a slight protrusion of a single strut of the valve flare in the pulmonary artery. The patient required open heart surgery, during which the harmony valve was explanted and a surgical bioprosthesis was implanted. The patient is currently reported to be doing well.